Event description:
Immediately post uae and continuing severe sharp twinges in opposing femoral artery to the one that was embolized. With physical activity, pain involving legs became very sharp but brief. Largest fibroid is now twice pre-embolization size. Two years post uae, symptoms gradually returned and are currently worse than prior to uae. Pt scheduled for possible myomectomy or hysterectomy. Dates of use: permanent. Diagnosis or reason for use: fibroids.